Event description:
It was reported following deployment of the angio-seal device, the pt was discharged from the hospital. The pt later (unknown time) returned with symptoms related to the groin; the femoral artery was occluded. Under general anesthesia, the pt underwent a left iliac to femoral artery bypass graft surgery. The following are details: an incision was made the in left groin and the left femoral artery was dissected free of the surrounding tissues. The pt received 4,000 units of heparin and the artery was opened. The artery was highly diseased and thrombosed. Embolectomy catheters were placed proximally and distally and good in-flow and out-flow was established. A graft replaced the diseased section of the artery and one end was sewn to the iliac artery and the other end sewn to the femoral artery. The wound was irrigated and closed with 3.0 vicryl sutures and skin clips. The pt tolerated the procedure well. The hand written surgeon's note were reviewed by the cath lab manager and stated the occlusion was due to plaque displaced by the angio-seal anchor; plaque shifting - paddle wedged under the plague causing an occlusive flap of plaque. The representative stated that groin healing after the surgery was suboptimal.